Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the system controller had a broken plug. The clip counterpart showed a damaged connector. The broken system controller was exchanged. There was no adverse event involving the patient reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin in the connector of the system controller was confirmed via visual analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the log file showed events spanning approximately 9 days ((B)(6) 2022 ¿ 29nov2022, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2000 were recorded as default dates during testing at abbott. The driveline was disconnected on 29nov2022 at 13:59:37 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was inspected and a broken pin 4 was observed. This pin is responsible for the negative voltage in the black connector. The controller was functionally tested, and the observed damage did not affect the controller¿s ability to operate the pump. The controller was able to support pump function for an extended period of time without issue. Additional information provided stated that no logfiles were available to be submitted and no alarms were reported by the customer. The root cause of the reported event was unable to be conclusively determined through this investigation. The root cause for the broken pins in the black connector was not conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿. No further information was provided. The manufacturer is closing the file on this event.